Event description:
According to the reporter, during an open hysterectomy procedure, the handpiece had no seal and the knife blade did not retract. There was no evidence of energy delivery and no end tones were heard. There was a red circle on the unit's display. It had to be pressed two or three times to work. Issue with activation was present from the beginning of the case. The knife blade button could not be pressed easily and instrument jaws got stuck in the closed position every time the blade was advanced. This began to happen after quite few activations of the handpiece. After replacing the generator, the problem still persisted. The procedure was completed using a new handpiece with no issues. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an alarm activation, there was a difficult/intermittent activation, the device stopped working, the jaws were difficult to open, the knife blade did not retract and the handpiece had no seal. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.